Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump was no longer working and its not giving insulin. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump was exposed to fluid in the past with no moisture visible in insulin pump. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.